Event description:
It was reported that during maintenance the anspach drill was ran loud and had a continuous air pump from plugin. No patient involved. Investigation results confirm that there was an abnormal noise for the duration of the drill test, indicative of internal damage to the drill which makes it a reportable event.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection of the connector found that no pins were bent or recessed. A further visual inspection could not be performed without destructive testing - this is an off-the-shelf part and it was returned to the OEM for evaluation. The reported issue was also investigated through functional evaluation. A drill test was run with the returned drill. It spun at 80,000 rpm and after a couple of minutes of testing, there was no heating. There was an abnormal noise the whole time that the drill test was run. The drill caused the air pump to run continuously as soon as it was plugged in before the foot pedal was pressed. Typically, it takes about 6 seconds after the foot pedal is pressed before the air pump turns on. This is indicative of internal damage to the drill. Therefore, the root cause was established to be a supplier/raw material fault. No containment or corrective actions are recommended at this time.